Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt had to restrain a family member, and during the incident she lost stimulation. Since then her ipg has been unable to communicate with the charger and pt programmer. It was reported that the ipg was noticeably angled in the ipg pocket. The pt planned to discuss the next course of action with her physician. No further info is available at this time.